Event description:
It was reported by the hospital biomed department that the external pulse generator (epg) was not capturing. The epg was returned for repair. No further information was available at this time. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the upper case, lower case, and battery drawer are broken. Battery contacts are compressed. Battery release, ring cover, and keyboard pad are contaminated. Two side bail covers, two side bails, and ring are missing. Battery flex found out of specification (diode detached from flex). It is noted lcd (liquid crystal display) gasket was seeping out.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.